Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Patient 1 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient and doctor. Patient was asymptomatic and getting tested for an upcoming doctor visit. Patient 2 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient. Patient was asymptomatic and getting tested for travel. Patient 3 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient. Patient 3 retest 1, the original sample was retested on (B)(6) 2022 on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient. Patient was asymptomatic and was being tested for travel. Patient 4 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient and physician. Patient was asymptomatic and was being tested for surgery. Patient 4 retest 1, on an unspecified date (likely (B)(6) 2022, patient was retested using celltrion diatrust covid-19 ag rapid, using a nasopharyngeal sample, which did not detect sars cov-2. Patient 5 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient and physician. Patient was asymptomatic. Customer ran a blank with vtm on (B)(6) 2022, which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This case involves several questionable sarscov2 positive patient results by xpert xpress cov-2, flu/rsv plus test, as well as several failed (positive) saline blank negative controls during the same time period. Examination of the pcr raw data suggests no evidence of product malfunction. The likely root cause is contamination and/or carryover. According to the customer there was no evidence of harm to the patients tested. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status."" Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Patient 1 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient and doctor. Patient was asymptomatic and getting tested for an upcoming doctor visit. Patient 2 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient. Patient was asymptomatic and getting tested for travel. Patient 3 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient. Patient 3 retest 1, the original sample was retested on (B)(6) 2022 on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient. Patient was asymptomatic and was being tested for travel. Patient 4 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient and physician. Patient was asymptomatic and was being tested for surgery. Patient 4 retest 1, on an unspecified date (likely (B)(6) 2022 patient was retested using celltrion diatrust covid-19 ag rapid, using a nasopharyngeal sample, which did not detect sars cov-2. Patient 5 sample 1 was collected on (B)(6) 2022 and processed per pi. The sample was tested on xpert xpress cov-2, flu/rsv plus test which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the patient and physician. Patient was asymptomatic. Customer ran a blank with vtm on (B)(6) 2022, which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg.